Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No watchdog timeout alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a broken reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. The pump was received with a corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received excessive program alarm anomaly. It was reported that insulin pump was stored for a period of time. Customer's blood glucose was 100 mg/dl. Insulin pump would be replaced.